Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic device check, it was noted that the atrial lead was dislodged. The lead dislodgement was confirmed on x-ray. The lead was explanted on (B)(6) 2015. The patient tolerated the procedure well and was in stable condition post procedure.